Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. The investigation is still in progress. Once in investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that there was an incomplete mesh. Cutters are being returned with mesher.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair: product evaluation. Product review of the skin graft mesher serial number 6452 by dover on 23 april 2020 revealed that the pre-test calibration was out of specification, the test cut failed, and gear was worn. The cutter 1:5 and cutter 2:1 also failed. Product repair repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: gears, washers, and shoulder bolts the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.